Manufacturer narrative:
On 25-aug-2021, the bwi product analysis lab has received the device for evaluation the product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was damaged and blood was leaking back. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ DHR review: the device history record (DHR) for the lot number 00001690 has been received and no internal action related to the complaint was found during the review. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve conditions, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was damaged and blood was leaking back. The hemostatic valve was damaged and there was blood leaking back. The sheath was replaced and the procedure was continued. The hemostatic valve; there was blood return. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed, hemodynamics was not compromised due to bleeding and the approximate volume of blood that was lost was minimal. Hemostatic valve separation is MDR-reportable.